Event description:
Info received indicates the foot end brake casters did not hold when in the brake mode.

Manufacturer narrative:
The technician replaced the worn foot end casters to repair the stretcher.